Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt message, check therapy electrode messages, belt connection issues) has been confirmed. Upon investigation the monitor was unable complete a baseline setup. The monitor's electrode belt connector was broken free from the monitor enclosure, causing a loose connection to the j4 component on the defib board. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving adjust belt and check therapy electrode messages and belt connection issues.